Event description:
Pt was brought to or by ob nurse for a c-section where pt was prepped for a spinal anesthetic. Pt was then prepped for surgery by washing, shaving, and painting with an alcohol-based sterile prep (prevail fx). A sterile drape was placed on pt. Surgeon began incision with the use of cautery. Shortly thereafter, personnel in the room heard a "poof" and saw flames under the drape which were immediately extinguished by staff in attendance. The c-section procedure continued with the delivery and without further incident. Shortly after delivery it was noted that the pt's right side was pink and medical treatment was provided.